Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed. Evaluation did find the instrument tube was leaking, the scope connector had corrosion due to water leakage, and a foggy image occurred due to damage on the charged coupled device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite bronchovideoscope displayed a b30 scope communication error message. The error code was displayed when preparing the scope for use in a diagnostic procedure. The procedure was completed with a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to charged couped device (ccd) unit was broken while the user was handling the device which led to temporary displayed error message. The event can be detected by following the instructions for use (IFU) which state: important information ¿ please read before use: warnings and cautions: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.